Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the piston on the pump did not fully retract, and a cartridge could not be loaded onto the pump. There was no adverse impact the customer¿s blood glucose. The pump was reset, a cartridge was successfully loaded onto the pump, and insulin delivery was resumed. Customer continued to use the pump for insulin therapy.